Event description:
Two week old male with medical history of tetrology of fallot underwent total repair using a 10mm pulmonary homograft on 08/14/1995. On 07/07/1997, pt had valve explanted and replaced with a 19mm homograft due to stenosis at distal anastomosis. Operative report notes that left pulmonary artery was stenotic and enlarged to 9mm. The right pulmonary artery had to be reduced from 20mm to 10mm.